Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was discomfort due to movement of the battery and twisted extensions under skin. The movement of the ins orientation under skin was due to excessive, unplanned weight loss occurring since (B)(6) 2024. There was a causal relationship with the ins and extension and not related to the study procedure and lead. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the weight loss was not related to the device or therapy but root cause of weight loss was not determined. The patient had been consulted on change in diet, increasing calories to gain weight back.

Event description:
Additional information was received stating that the cause was not yet determined. No actions have been taken. This was confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-28 (lot: va25dkd); product type: 0200-lead; implant date (B)(6) 2021; product ID 3389s-28 (lot: va25dkd); product type: 0200-lead; implant date (B)(6) 2021; section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2021; brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient informed of device leads twisting together near clavicle and movement of the implantable neurostimulator (ins) orientation under skin. The issue was probably related to the lead and study procedure. No actions taken. The issue was resolving.